Event description:
The patient contacted animas on (B)(6) 2012 and stated the audio bolus button was intermittently unresponsive. The patient noted a hole in the audio bolus button and denied damage to the pump. The patient reportedly used a protective case, wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was a hole in the center of the audio bolus button. A damaged rubber will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the audio bolus button was difficult to push and was responsive. During investigation, evidence of contamination was found under the audio bolus button. Unrelated to the complaint, the keypad was intact, all keys responded to user presses, and contamination was found under the contrast key contact. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.